Event description:
It was reported that the patient had sat on her ins (implantable neurostimulator) one day prior to the report and it wasn't working at the time of the report. She was not able to feel stimulation. It was stated that the patient had thrown patient programmer away one week prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 39565-30,# serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).